Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in operating room for a device change out due to normal eri, fluoroscopy revealed externalized conductors. No electrical anomalies were detected. The lead remains implanted. The patient condition is fine and will be monitored.